Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h10 reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the hospital that a patient underwent an arcos revision due to hip infection.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a supplemental MDR will be submitted. Concomitant medical products: medical product: unk arcos revision stem catalog #: not reported lot #: not reported, medical product: unk sts distal body catalog #: not reported lot #: not reported , medical product: unk proximal cone catalog #: not reported lot #: not reported, medical product: unk g7 cup catalog #: not reported lot #: not reported, medical product: unk high wall liner catalog #: not reported lot #: not reported. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported by the hospital that a patient underwent an arcos revision due to hip infection.